Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2021).

Event description:
It was reported that during an ultrasound guided breast biopsy through fibroadenoma tissue, the device allegedly failed to obtain samples. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided breast biopsy, through fibroadenoma tissue, the device allegedly failed to obtain samples. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one biopsy probe was returned for evaluation. During visual evaluation probe appeared to be bloody and the aperture closed fully and it was noted that the biopsy probe was returned and separated from the vacuum tubing assembly at the sample tissue chamber. Four fragments were returned as well. It was noted that the inner sample tissue chamber connectors and the front seal cap were damaged. The distal end of the probe had severe damage. The proximal retaining cap was glued to the probe. No other anomalies were identified. Functional evaluation was not performed due to the condition of the sample. Therefore, the investigation is inconclusive for the reported failure to obtain sample, as functional testing was not performed due to the condition of the sample. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 04/2021), g3. H11: h6(result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.